Event description:
It was reported that during office interrogation, the voltage reading was 2.5 volts; however, eri (elective replacement indicator) did not trip. Review of performance data from the device indicates that actual voltage is about 2.58 volts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was noted. On (B) (6) 2010, the battery voltage, with telemetry, was 2.5v, and the daily measurement was 2.88v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.